Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system's batteries were powering off when moving the system, receiving a 'critical battery level low' error message. Issue did not occur clinically. They stated that the imaging system was always plugged into a working outlet (red outlets) and charging overnight. Multiple outlets were used to charge the system and the issue still occurred. Motion batteries were not lasting longer the 1-2 minutes. Motion and x-ray battery indicators on the system were scrolling when system was charging. There was no patient present when this issue was identified. Onsite investigation revealed that the motion batteries were losing charge quickly. The field engineer discovered that the motion batteries were causing this event. Replacement of the eight motion batteries resolved the issue and system functioned as expected. No further issues were reported. Analysis of the replaced batteries will not be possible as they were not returned to manufacturer by the site. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system's batteries were powering off when moving the system, receiving a 'critical battery level low' error message. Issue did not occur clinically. They stated that the imaging system was always plugged into a working outlet (red outlets) and charging overnight. Multiple outlets were used to charge the system and the issue still occurred. Motion batteries were not lasting longer the 1-2 minutes. Motion and x-ray battery indicators on the system were scrolling when system was charging. There was no patient present when this issue was identified.